Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was experiencing high and low blood glucose. It was stated that the customer had ketones, sweating, and anxiety. It was stated that the doctor believed the insulin pump was not functioning properly. Troubleshooting was performed. The daily totals matched with the basal rates and bolus. The programming on the insulin pump was correct. Ran a fixed prime test and passed. During the call was found that the infusion set do not stick to her body and fall out. No further info was performed.